Event description:
It was reported that the asymptomatic patient presented in clinic with right atrial lead exhibiting low impedance, all other values were stable. The patient would continue to be monitored.